Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported a noise signal was observed. The patient was asymptomatic. The noise signal was reproducible with deep breathing. The issue was resolved by turning off the low frequency attenuation filter.